Event description:
The motor failed on my son's new insulin pump. If he tried to bolus, prime, or rewind the pump, it gave him an error code and said contact the MFR. The pump did not perform the function. When we contacted the MFR they said the pump would be replaced. They sent a new pump. My son is insulin dependent so he had to resort to shots and an old back-up pump until the new pump arrived. This was the second pump that failed this way. He used this pump for less than 30 days before it failed. -I recently filed a report on the first pump failure.-